Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Patient date of birth and gender should have been included in previous reporting.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant surgical procedure on (B)(6) 2020, the patient was unable to remain still during the procedure, and the physician was not able to implant the device, and the procedure was abandoned.